Event description:
A facility reported there were some workers who complained of burning eyes, nose, and throat. It is unknown if the workers received medical attention for their symptoms. This event occurred when the facility had to manually clean the scopes. Additional information has been requested.